Manufacturer narrative:
H4: device manufactured between january 30, 2019 to january 31, 2019. H10: a batch review was conducted. And there were no deviations found related to this reported condition, during the manufacture of this lot. The devices were discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from middle port (where the bag is to be spiked for IV administration). The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.